Event description:
Laparoscopic colon resection being performed when surgeon noticed the stapler had not placed the staples on the colon. The pt had to have an abdominal incision to complete the procedure. Further, the pt had exposure to the bacteria inside the colon.